Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage(kitchen). Test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(4) 2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for high blood glucose results the customer is concerned with results obtained of 144, 149, 147 and 170mg/dl. The expected fasting blood glucose test result range is 90-120mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 06/30/2019 and open vial date is one month ago. The meter memory was reviewed for previous test result history: (date/time not stored correctly) (B)(6). Customer does not have any more strips to trouble shoot and strips were stored incorrectly.